Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion and it was observed that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported.